Event description:
It was reported that a merlin.net transmission showed an alert for non-sustained right ventricular oversensing. Myopotential oversensing was suspected upon review of egms. Reprogramming was recommended. There were no further events. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.